Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An unspecified number of peritoneal dialysis (pd) patients experienced peritonitis which was manifested by cloudy effluent. The cause and treatment for the event were not reported. The patients were hospitalized for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.